Event description:
It was reported that a progav 2.0 shuntsystem (#fx418t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in both valves. Summary/ result: based on the investigation results, deposits were determine. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known at the time of the examination. Organic matter (protein, blood, etc.) In the cerebrospinal fluid can influence the function temporarily and are a known side effects in hydrocephalus therapy. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.